Event description:
During a ptca treatment procedure involving a 99% stenotic and calcified lesion in the proximal lad artery, the maverick2 balloon ruptured at 6 atm's on the initial inflation. The pt was asymptomatic with this event. The maverick2 balloon was removed and replaced with a quantum monorail catheter. The sizes and types of introducer sheath, guidewire, guide catheter and inflation device used are unk. No pt injuries or procedural complications were reported. Pt status is reported as "good".